Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: information unknown/not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. Device manufacture date: unknown as product serial number was not provided. Other: the intraocular lens (iol) was not returned for analysis. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted recently due to halos and glare. No additional information was provided to johnson & johnson surgical vision.